Event description:
Customers contacted haemonetics on (B)(6), 2008 reporting device blows room circuit breaker. No injury or reaction was reported.

Manufacturer narrative:
Eval of the machine confirmed the reported problem as the power supply and other electrical items were replaced. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).